Manufacturer narrative:
The reported event of device spontaneously unpairing from the app was confirmed. Based on the information provided, it was determined that an attribute in the patient application log was set incorrectly. This root cause of this misconfiguration was unable to be determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited spontaneous unpairing from the merlin mobile application, indicative of a potential bluetooth telemetry loss issue. No further information was provided.